Event description:
It was reported by the affiliate that prior to an unk procedure, the blade was broken. It was not reported how the procedure was completed. There were no adverse consequences for the pt. Additional information regarding the possibility of reprocessing is being sought.

Manufacturer narrative:
Date sent: 4/10/2009. Information anticipated, but unavailable at this time.